Event description:
It was reported that the patient moved and their pump ran dry and was alarming. When the patient moved, the health care provider (hcp) they found did not want to deal with the pump and was managing the patient orally. The patient had not used or had the pump filled in over 3 years and has had to deal with moderate to extreme pain since then. It was noted that the pump still alarmed once in a while. The oral medication was not taking care of the patient¿s pain. The patient wanted to have the pump replaced and to start the therapy again. The pump was infusing baclofen (unknown) and morphine (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).